Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer tried using a different charging cable, which resolved the issue, and technical support informed them that using non-tandem charging supplies is not recommended except for troubleshooting. A replacement tandem charging cable was sent to the customer via two-day shipping.